Event description:
It was reported that this right ventricular (rv) lead exhibited a sharp increase in pacing impedance since (B)(6) 2025, leading to an out-of-range impedance alert on (B)(6) 2025. Threshold has also risen but has stabilized at approximately 3 volts. A technical services (ts) consultant recommended in-clinic lead troubleshooting. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sharp increase in pacing impedance since (B)(6) 2025, leading to an out-of-range impedance alert on (B)(6) 2025. Threshold has also risen but has stabilized at approximately 3 volts. A technical services (ts) consultant recommended in-clinic lead troubleshooting. No adverse patient effects were reported. This lead remains in service. Additional information received indicates the patient was seen in clinic on (B)(6) 2025 for follow-up. X-ray imaging was obtained and was unremarkable. Unipolar measurements are within normal limits, while bipolar measurements are still increasing. The health care professional (hcp) programmed the lead to unipolar and will continue to monitor.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.